Event description:
It was reported that during a follow-up visit, the rv lead was not in the initial position. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.